Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: mom concerned pump not delivering as yesterday the patient had a blood glucose (bg) of 400 mg/dl after playing tennis and started bg elevations about 4:36a this morning. She had positive ketones yesterday after tennis, confirmed moderate increased urination and moderate increased thirst, and feeling tired. Mom gave an injection of 6 units and bg came down to 160 mg/dl by 6:26pm and was good all night till 4am. Changed out site/set at 5:52pm. Denies bent cannula or abnormalities at the site. Denies blood in tubing or cannula, denies bubbles in tubing. The patient is changing site/set every 2-3 days. Uses abdomen, but only rotates from side to side. Bg (B)(6) 2013, ranged from 413 mg/dl to 143 mg/dl. Customer technical support (cts) reviewed pump with mom . Review of the history indicates pump is delivering, all boluses complete. All settings and rates confirmed as correct. Basal rates correct and changing at the correct time; patient uses a different basal program on tennis days. Mom adamant that patient knows how to count carbohydrates and that she would not eat and not bolus. Denies weight change or illness. Mom unable to recall when last insulin adjustment was made. Cts advised mom that pump is delivering as intended, and that she should assess child's abdomen for hypertrophy, and to contact the doctor or diabetes educator and discuss the effects of exercise if bg over 250 mg/dl. Patient's bg at end of call was 268 mg/dl, and patient is continuing on the pump. This compliant is being reported based on the allegation the a patient on pump therapy experienced hyperglycemia .

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: the black box and history downloads were overwritten due the continuous use of the pump. Available data showed no delivery interruption. The total daily doses added up correctly and reflected the programmed basal rate. The pump powers ¿on¿ and displays the ¿verify¿ screen. The pump passed ¿ez-prime¿ steps. The force sensor calibration was out of specification. A 29 hour flow accuracy test was performed on the pump and passed. The pump cover was removed and revealed no damage, defect or contamination of the pump¿s interior components.